Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred resulting to an additional intervention. During a percutaneous transluminal coronary angioplasty (ptca), the physician tried to overlap 3.5x28mm synergy drug-eluting stent (des) with 4.00x8 synergy des. However, after the stents were post-dilated with 4.5x8mm non-compliant balloon, the physician noticed that the distal three segments of the 4.00x8 synergy des was fractured. Another 5.0x12 non-boston scientific des was used to cover the fractured stent and the procedure was completed. No patient complications were reported.